Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event for approximately two nights (not further specified). On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics, intraperitoneally, (doses, frequencies, and routes were not reported). At the time of this report, the patient was recovered from the peritonitis event. It was not reported if dianeal therapy was ongoing. It was reported, "although a breach in aseptic technique was not suspected, the mother was retrained in proper aseptic technique", (date unspecified). No additional information is available.